Manufacturer narrative:
Concomitant product: (2)bd 50ml syringes; bd 20ml syringe; therapy date (B)(6) 2015. The customer¿s complaint of a communication error alarm was confirmed during an evaluation of the event logs. The event logs noted all devices attached to the pcu losing communication when a channel disconnect alarm was recorded on (B)(6) 2015. Testing could not replicate all devices losing communication; however initial testing did show two and three different modules losing communication when a channel disconnected alarm was noted. Inspection of all inter-unit-interfaces (iui) under a microscope observed various degree of white dried residue contamination which may have contributed to the loss of communication. The proximate cause of the system alarming with a communication error is attributed to the presence of contamination of the iui¿s pins. All iui connectors were observed to have various degrees of white residue which may be the likely cause of the intermittent channel disconnect alarms and communication errors.

Event description:
The customer reported that the pumps alarmed with a communication error during ECMO. There is no report of patient harm.